Event description:
It was reported that rota console can not display the rpm number. Vascular access was obtained via brachial artery. The 90% stenosed, 28mm x 2.5mm, eccentric, in-stent restenosis target lesion was located in a mildly tortuous and mildly calcified mid left circumflex artery. A rotablator rotational atherectomy system console was selected for use. During procedure, it was found that the rota console did not display rpm number. The console was replaced with another of the same device and the procedure was completed. There were no complications reported and the patient is stable.